Event description:
It has been reported to philips that the system would not boot up. System was not in clinical use. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and the fse reseated all host pc connections, cleaned and reseated the hdd. The system was then returned to use in good working order.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and confirmed that the system would not boot up. Review of system log files shows pc / power issues. Upon troubleshooting, fse found that the main system was getting stuck at philips logo. The philips engineer cleaned and reset hdd as well as reset all connections of host pc . However, the issue reoccurred and fse replaced xray pc. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.